Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition and aortic insufficiency are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to regurgitation, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the malposition is likely attributed to the patient factors (severe leaflet calcification, severe stj calcification) and procedural factors (potential stored tension with the delivery system, cardiopulmonary bypass flow). The subsequent severe ai was likely a result of the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the 23mm sapien 3 valve was deployed too ventricular, with resulting severe aortic insufficiency (ai). A second valve was deployed. The valve was deployed under prophylactic cardiopulmonary bypass due to the patients low ejection fraction. The 23mm sapien 3 valve was initially positioned with the center marker just above the basal ring. During the deployment, the valve "dove' toward the left ventricle and was deployed in a 30:70 aortic/ventricular position. Due to the remaining severe ai, a second valve was positioned higher and was successfully deployed in a 70:30 a/v position with no remaining ai. The patient was noted to be doing well at the completion of the case. The native aortic annular diameter was 19mmx24mm by CT with area of 360mm&#11168;the aortic valve was moderately calcified, the leaflets were severely calcified. The patient's sinotubular junction (stj) was severely calcified and the patient had a porcelain aorta. The image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good, ventilation was held and there was no loss of pacing capture during valve deployment. The team hypothesized that the 1st valve was pushed toward the lv due to the cardiopulmonary bypass flow.